Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the screw fixation was retracted, a large blood clot and tissue were observed. After thorough cleaning of the blood residue from the tip, the fixation function was operational, and the helix was able to be extended and retracted within the specification. The helix length was measured, and it was within specification (1.6 mm). The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported abnormal pacing threshold is most likely attributable to the target site(s), patient physiology, or the positioning of the lead within the cavity. The high pacing threshold and impedance values reported during the implantation procedure may also indicate that the screw was not sufficiently fixed or that the patient has ischemic areas. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, during the procedure, multiple measurements of the ventricular lead showed that the impedance was greater than 3000o and the threshold was greater than 5.0v. Despite multiple changes in the implantation position, this situation still occurred. The patient's indication is second-degree conduction block. The surgical procedure was normal. Unipolar and bipolar tests were attempted. Multiple leads of the electrocardiogram were switched for observation, and the leads were removed to rinse the spiral ends. We attempted to change multiple implantation sites, but still failed to improve the situation. Eventually, a new lead was implanted at the ventricular septum, with a threshold of 0.5v, an impedance of 900o, and a perception of 15.0mv. The parameters were normal.

Event description:
On (B)(6) 2025, a pacemaker implantation surgery was performed at (B)(6) hospital. During the operation, multiple measurements of the ventricular lead showed that the impedance was greater than 3000o and the threshold was greater than 5.0v. Despite multiple changes in the implantation position, this situation still occurred. The patient's indication is second-degree conduction block. The surgical procedure was normal. During the operation, the (B)(4) analyzer was tested, and problems with the analyzer and wiring were ruled out. Unipolar and bipolar tests were attempted. Multiple leads of the electrocardiogram were switched for observation, and the leads were removed to rinse the spiral ends. We attempted to change multiple implantation sites again, but still failed to improve the situation. Eventually, a new lead was installed at the ventricular septum, with a threshold of 0.5v, an impedance of 900o, and a perception of 15.0mv. The parameters were normal.